Event description:
A surgeon reported that stronger inflammation than usual was found after the surgery. Pt information was not provided. The need for intervention was not provided. The pt outcome was not provided.

Manufacturer narrative:
Evaluation summary - the complaint device was not received for evaluation. A check of the complaint records showed no other complaints against lot 023010. A check of the batch production record showed no unusual manufacturing issues. Analysis of a reserve sample by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen. This report mailed in to the FDA on: (B)(4) 2011.